Event description:
On (B)(6) 2011, the pt was implanted with four gore tag thoracic endoprosthesis and three gore excluder aaa endoprostheses. On (B)(6) 2012, the pt was implanted with a gore aortic extender component.

Manufacturer narrative:
Additional excluder components included in this report: pxc181200 / 8892921, pxa320400 / 9022553. A review of the mfg records for the devices is currently in progress.